Event description:
It was reported that iab was prepped per arrow procedures. During sheathed insertion, iab prematurely unwrapped as it passed over guidewire and through sheath. Iab was exchanged. There were no reported patient complications.

Event description:
It was reported that iab was prepped per company procedures. During sheathed insertion, iab prematurely unwrapped as it passed over guidewire and through sheath. Iab was exchanged. There were no reported patient complications.